Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was at home when he suddenly felt that his vision was going blurry so he sat down on the couch to rest. His wife noticed that he was not doing okay so she performed a bg test and found that the patient's bg was 40 mg/dl while his cgm reading was 70 mg/dl. The patient's wife administered a glucose shot of 60 ml (meant to be glucagon) and a bottle of orange juice to alleviate the symptoms, but despite the treatment, the patient passed out shortly after. His wife immediately called 911 for medical assistance. When the paramedics arrived, a bg test was performed and it showed a reading of 40 mg/dl, while the cgm was stuck at 70 mg/dl. Without medication/treatment from the paramedics, the patient was transported to the ER for further evaluation and treatment. At the ER, another bg test was performed and it showed a reading of 70 mg/dl while the dexcom sensor was taken off his arm. The patient was treated with a bag of IV fluids and he was discharged after 4-5 hours of stay with a bg reading of 130 mg/dl. Patient was fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.